Manufacturer narrative:
D4: UDI updated. H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found that the enclosure was cracked around the drain fitting, the quick connect was corroded, the lcd was broken and the line cord was faded. During the functional testing, it was confirmed that the device was leaking. The cause of the issue was found to be the cracked enclosure. No action was taken due to the condition and or age of the device. It was deemed beyond economical repair and will be scrapped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was leaking in the back of the unit where the drain fitting mount is located. Patient involvement unknown.